Event description:
It was reported the procedure was to treat a lesion in the proximal common superficial femoral artery (sfa) with heavy calcification. The hi-torque (ht) command 18 guidewire was advanced, however, resistance was met with the anatomy and the tip of the guidewire broke off when the physician torqued the guide wire and felt the guidewire snap. There was no resistance during withdrawal. 5cm of wire tip remained in the sub intimal space and a stent was used to embed the separated tip in the sfa. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as a stent was used to embed the separated tip in the superficial femoral artery. There is no indication of a product quality issue with respect to manufacture, design or labeling.